Manufacturer narrative:
Based on the available information and the results of the investigation, mts could not rule out damage incurring during shipping, handling and/or storage of mts products as contributing factors to this incident. Mts cannot rule out gel card as a contributing factor. Labeling alerts the users to visually inspect gel cards before use. Each microtube should have clear liquid layer on top of opaque gel. It cautions the user not to use gel cards if the gel matrix is absent or the liquid level in the microtube is at or below the top of the gel matrix. False positive results may occur if a card that shows signs of drying is used for testing. False positive or negative results can occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, or omission of test samples. A false positive result in forward typing may lead to the misclassification of a patient's abo group. For this reason, incident is considered reportable.

Event description:
The customer reported observing trailing of red cells above the negative cell button in the anti-b microtube using mts a/b/d monoclonal and reverse grouping card lot# 010606037-24.